Manufacturer narrative:
Centrifuge 2 on the accelerator aps generated an error message to the aps "illegal response" and the screen on the centrifuge was off. The operator noted a burning smell but no visible smoke or fire. Field service discovered evidence of burning on the centrifuge board which was noted to be an old style board. It was replaced with a newer style. The board was returned for investigation. There was some slight charring on one of the leads of a capacitor on the board, serial number (B)(4). Review of the service history for the module showed no previous tickets indicating the failure of the main centrifuge board, nor any other issues that may have contributed to the failure. Quality metrics were reviewed and no adverse trends were identified for the centrifuge board part number 8-206623-01. Based on the available information, a deficiency of the system was not identified. Review of the available data does not indicate a systemic issue requiring further action. The information suggests a malfunction of the main electronic board occurred that prevented the centrifuge from functioning as intended. Current labeling provides adequate troubleshooting assistance. The issue was resolved by field service replacing the board according to standard procedures. The hettich rotanta 460 centrifuge meets applicable safety regulations.

Event description:
The customer stated that a burning odor was observed after the centrifuge screen on the accelerator aps powered off and an error message was generated (centrifuge 2: error 12). An abbott field service representative (fsr) was dispatched and noticed evidence of smoke on the centrifuge board. The burnt board was removed and replaced to resolve the issue. No actual smoke or fire was observed. The customer confirmed that there was no injury due to the issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Field service found a burned r100 component on the main electronics board, part number 8-206623-01. The board was replaced to resolve the issue. The accelerator aps operations manual and the centrifuge operations manual were reviewed. Troubleshooting and safety information is provided. Customer complaint data was reviewed and an increase in failures for the main electronics board, part 8-206623-01 and part 8-35003665-01, triggered an alert which suggests an adverse trend. Based on this information, a product deficiency was identified and further investigation is being performed. A follow-up report will be submitted at the completion of the investigation. Suspect medical device. Concomitant: board, main electronic; part # 8-206623-01.

Manufacturer narrative:
A product deficiency was identified due to an increase in complaints for failures of the r100 component of the main electronics board (parts 8-35003665-01 and 8-206623-01). The supplier, (B)(4), determined that the issue is from the r100 component of the hettich centrifuge board which was too small to withstand a current spike. Hettich released an enhanced main board revision 06 with a different r100 resistor. It is considered acceptable to continue using the automation system because the issue does not impact operator nor patient safety. The accelerator aps operations manual and the centrifuge operations manual were reviewed and show that troubleshooting and safety information is provided. There have been no reported injuries for this issue. If the electrical components of the main electronics board fail, it will shut down the centrifuge module. If the centrifuge shuts down, the operator will receive an error message. The frequency of this hazard was assessed and it was determined that though there was a trend in complaints, the overall frequency of low had not changed from the predicted frequency as outlined in the risk management file.